Event description:
Patient reported experiencing occlusion alarms with the recent tandem mobi cartridges. There was no reported impact to the customer's blood glucose level. The issue was documented for record purposes, and no additional information about corrective actions or outcomes was provided.